Event description:
It was reported that the patient had an infection. No specific symptoms were reported. The pump and catheter were explanted (date unknown). The pump was used to deliver morphine, concentration and dosage unknown. The hcp indicated that the patient recovered with sequela.